Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years 8 months following the implant of this transcatheter bioprosthetic valve inside an existing surgical valve, the patient experienced a sudden drop in blood pressure during dialysis treatment. An echocardiogram check performed a month later showed that the valve leaflet was torn post-implantation, and the patient had severe central aortic regurgitation (ar) as a result. Per the physician, it is possible that the leaflet tear was caused by bioprosthetic valve fracture during the index procedure. A post-dilation had been performed during the index procedure to fracture the surgical valve. Evaluation by the heart team showed that the patient had post bypass left internal mammary artery (lima) and saphenous vein graft (svg) to obtuse marginal (om) patent artery. The patient's native right coronary artery (rca) was occluded, however there was no risk of coronary occlusion or consideration for coronary access. The leaflet tear did not occlude the right coronary artery. The heart team therefore decided to perform a transcatheter aortic valve (tav)-in-tav. The second valve was implanted successfully, with the patient doing well post -implant. No additional adverse patient effects were reported.